Event description:
Dome broke during traction removal. Indwelling period was 133 days. Administration: lansoprazole, mosapride citrate, levomepromazine maleate, carbamazepine etc. Vinegar was not used for maintenance. Xylocaine jelly was applied. Device was free-floating within fibrous tract before removal. The depth of the stoma is about 3 cm. Device was removed subcutaneously.